Event description:
A medical facility reported that their precision pcx had an inaccurate reading of 39 mg/dl and that reading was compared with a lab result of 300 mg/dl. When plotting the both results on a parkes error grid, the precision pcx meter reading result fell in the "d" zone. The "d" zone result shows the difference in readings to be clinically significant. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
The medical facility's prod has been requested back for an investigation. A follow up report will be submitted if the meter is returned.